Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 488 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she is (B)(6) pregnant. The next day, the customer called back and reported being hospitalized again for high blood glucose. The customer's most current glucose reading was 104 mg/dl. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.